Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead had exhibited signs of fracture due to clavicular crush damage. A decrease in impedance was noted. The lead was capped and replaced during a device change-out. The patients condition was good at their next follow-up.